Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified as the device could not be tested for flow accuracy in its as received state due to a constant system error. The device was evaluated and will be fully serviced prior to returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On it was reported that a spectrum pump failed flow accuracy (high). There was no patient involvement. No additional information is available.